Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that while using the 2.75 x 23 mm xience v a dissection occurred. The 2.75 x 28 mm xience v stent was used to cover the dissection, but further dissection occurred. A third xience v stent was implanted to treat this dissection. No additional event or pt info is available.

Manufacturer narrative:
Dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency. The 2.75 x 23 mm xience v (lot# 8120841), has been filed under MFR# 2024168-2009-01314.